Event description:
It was reported that this right ventricular (rv) lead exhibited helix damaged and increased pacing threshold measurements. In addition, the patient experienced discomfort and pain. Subsequently, this rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the patient codes field (f10) in section f, for use by/importer and patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix damaged and increased pacing threshold measurements. In addition, the patient experienced discomfort and pain. Subsequently, this rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was inspected and analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection, helix mechanism test, and x ray showed fractured helix test. Electrical continuity testing and hipot tests were passed. The investigation conclusion code was selected based on direct observation of a fractured helix tip. This type of damage may result from a combination of handling and product design, and is considered a design issue when the field report indicates the damage occurred during normal use. This report is being submitted to correct the patient codes field (f10) in section f, for use by/importer and patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix damaged and increased pacing threshold measurements. In addition, the patient experienced discomfort and pain. Subsequently, this rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.